Event description:
The recipient reportedly experienced mastoiditis. It is unknown to be device related. On (B)(6) 2029, the recipient underwent debridement. The recipient received 6 weeks of empiric antimicrobial therapy of vancomycin and ciprofloxacin followed by linesoid and ciprofloxacin for culture negative mastoiditis. The recipient is no longer receiving treatment.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2019, the recipient underwent debridement. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly experiencing sound quality issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery is being considered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.